Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd maxplus¿ extension set were leaking. The following information was provided by the initial reporter: right above the cuff and where the tubing enters the harder plastic area it was leaking.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mp5312-c lot number 22079434 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that 2 of the bd maxplus¿ extension set were leaking. The following information was provided by the initial reporter: right above the cuff and where the tubing enters the harder plastic area it was leaking.